Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, and device was not detected on bus. A field service engineer (fse) found main drawer 3-1 off bus with all pockets off bus and inspected drawer and found seized up solenoid due to a bad drawer board. The fse replaced the damaged solenoid and faulty drawer board, then rebooted and tested the system successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and displayed the message 'not detected on bus'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.